Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The pump was missing rubber feet and bottom case were separated from top case. Case bottom was cracked in battery bay, cracked right plunger case, left plunger case has broken screw boss. Error history log review found motor not running error. The root cause of the reported issue was found to be the main board was misaligned from extrusion from pump been mishandled by customer (bottom case separated from top case). Actions were taken to mitigate the reported issue: realigned main board. Performed occlusion test and all functional testing which passed.

Event description:
It was reported that the pump motor was not running. No patient injury was reported.